Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that an unspecified amount of bd nano¿ 2nd gen pen needles were clogged while priming them and during the injections. The following information was provided by the initial reporter: "adult of parent reported finding needles that clog during injection and during the flow check. Informed caller of the proper non patient end placement. Caller feels this sample non patient end appears straight not bent".

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 2nd complaint for the reported lot number. A review of the manufacturing records was performed, and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that an unspecified amount of bd nano¿ 2nd gen pen needles were clogged while priming them and during the injections. The following information was provided by the initial reporter: "adult of parent reported finding needles that clog during injection and during the flow check. Informed caller of the proper non patient end placement. Caller feels this sample non patient end appears streight not bent".